Event description:
On (B)(6) 2026, the user reported experiencing pain throughout the entire insertion arm, accompanied by swelling and irritation at the insertion site. The user stated that symptoms began on the day of insertion.

Manufacturer narrative:
At the time of contact, the user's healthcare provider was not aware of the issue, and the user was advised to follow up with their healthcare provider for further medical evaluation and guidance. The symptoms had not yet resulted in removal of the sensor; however, the user requested that the sensor be removed due to persistent pain since insertion. Review of the data management system confirmed that the user was actively using the system with up-to-date information at the time of review. Pain at insertion site is a known and anticipated potential adverse effect, however, the root cause of the reported migrating arm pain is unclear, and a causal relationship to the insertion could not be established based on the available information.